Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit shut down with loud alarm noise. Pump was switched out with another and was placed out of service. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the logs, and found one instance of fault #118. The fse then inspected the connection of coiled cable to video generator board and backplane board. No issues were found, and fault couldn't be duplicated during troubleshooting and testing. The fse performed functional testing and safety checks. The unit passed all functional and safety tests per factory specifications and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).